Event description:
A cartridge alarm was reported during pumping, showing a high blood glucose value, though the specific number was unknown. The customer took corrective action by administering a correction bolus via the pump. There was no reported assistance required from a third party. The customer resolved the issue by loading a new cartridge correctly and was able to resume insulin delivery, and there was no reported adverse impact on the customer's blood glucose level.